Manufacturer narrative:
Device evaluation by MFR: the returned product consisted of a jetstream xc-2.1 atherectomy catheter. The device was visually examined. The device showed no damage. Functional testing of the device was done by completing the setup procedure per the directions for use. The device tip was submerged in a beaker of fluid and the run for a period of 1 minute. Test results showed that this device did not perform as designed per the test procedure specification sheet withdrawing 2 ml of fluid in the 1 minute time frame. Dissection of the catheter shaft showed that the aspiration lumen was occluded with a heavy clot burden which contributed to the aspiration issues.

Event description:
It was reported that the device stopped aspiration. A 2.1 mm jetstream xc atherectomy catheter was selected for an atherectomy procedure in the superficial femoral artery (sfa). During the procedure, the physician noticed aspiration had stopped while the device was inside the patient. There was no distal emboli. At this point the physician thought it was safer to replace this device with another one of the same model. The procedure was completed and the patient experienced no adverse effects.